Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity, clinical investigation: a temporal relationship exists between continuous cyclic pd (ccpd) therapy utilizing the liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which required hospitalization, antibiotic therapy, and the transition of modality to hd. Causality was attributed to an unspecified touch contamination event involving poor hand hygiene and a failure to wear the proper ppe. Per the pdrn, the serious adverse events were unrelated to the patient¿s utilization of a fresenius device(s) and/or product(s). Staphylococcus epidermidis is part of the normal human biota and is commonly found on the skin, anterior nares, and axillae. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating the patient¿s fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet user expectations and/or manufacturer specifications. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum.

Event description:
It was reported to fresenius customer service that a peritoneal dialysis (pd) patient was hospitalized with peritonitis. No additional details were provided in the initial reporting. During follow-up, the patient¿s pd registered nurse (pdrn) stated the patient presented to the emergency room with complaints of abdominal pain, drain complications, and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable, high wbc) were collected, and the patient was diagnosed with peritonitis. The patient was being treated with antibiotics; however, the drug, dose, route, frequency, and duration were unknown at the time of follow-up. The patient¿s peritoneal effluent culture result returned positive for streptococcus epidermidis, and the patient¿s antibiotics were continued. Although the rationale was unknown, the inpatient nephrologist then ordered the removal of the patient¿s pd catheter (not a fresenius product), while simultaneously replacing it with a tunneled hemodialysis (hd) catheter (not a fresenius product). Upon follow-up, the patient was recovering and undergoing inpatient hd without reported issue. It was unknown if the patient would return to pd therapy once the infection cleared. The pdrn attributed causality to an unspecified touch contamination event involving hand hygiene and failing to utilize the proper personal protective equipment (ppe). Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s).

Event description:
It was reported to fresenius customer service that a peritoneal dialysis (pd) patient was hospitalized with peritonitis. No additional details were provided in the initial reporting. During follow-up, the patient¿s pd registered nurse (pdrn) stated the patient presented to the emergency room with complaints of abdominal pain, drain complications, and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable, high wbc) were collected, and the patient was diagnosed with peritonitis. The patient was being treated with antibiotics; however, the drug, dose, route, frequency, and duration were unknown at the time of follow-up. The patient¿s peritoneal effluent culture result returned positive for streptococcus epidermidis, and the patient¿s antibiotics were continued. Although the rationale was unknown, the inpatient nephrologist then ordered the removal of the patient¿s pd catheter (not a fresenius product), while simultaneously replacing it with a tunneled hemodialysis (hd) catheter (not a fresenius product). Upon follow-up, the patient was recovering and undergoing inpatient hd without reported issue. It was unknown if the patient would return to pd therapy once the infection cleared. The pdrn attributed causality to an unspecified touch contamination event involving hand hygiene and failing to utilize the proper personal protective equipment (ppe). Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s).

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.